Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since a couple of months ago she has been experiencing sound intermittencies from time to time with the device. At times she hears a crackling noise which is followed by no hearing sensation with the device for a couple of hours.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The reference electrode shows damage that is most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Event description:
The user reported that in the last couple of months ago she has been experiencing sound intermittencies from time to time with the device. At times she hears a crackling noise which was followed by no hearing sensation with the device for a couple of hours. The recipient was re-implanted. It was stated in the device explantation report that, with regards to the concerned device, a complete active electrode array insertion was observed and no damage was found before removal.